Event description:
In despite of the valve implanted, the patient has always the symptoms of hydrocephalus. The physician suspected an obstruction in the valve and replaced it.

Manufacturer narrative:
The device (valve) was returned to our manufacturing facility to be analyzed following our quality procedure. Visual examination: the returned device presents some organics deposits inside the valve. Functional testing: the ability of the valve to perform as intended was tested. Circulation of air and alcohol remains possible after adding pressure to open the valve. The ball seems stuck on its seat. After cleaning of the valve, the programmation is possible with some difficulties a few positions. The anti-reflux test is compliant. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the record showed no anomalies. In conclusion, the valve does meet its specification because the anti-reflux test is compliant. The obstruction of the valve is not confirmed. The root cause is not determined.

Event description:
In despite of the valve implanted, the patient has always the symptoms of hydrocephalus. The physician suspected an obstruction in the valve and replaced it.